Manufacturer narrative:
(B)(4). Approximate age of device - (B)(4) months. It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient expired on (B)(6) 2017. The cause of death was reported as ¿support withdrawn/ intraventricular hemorrhage¿. No further information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported intraventricular hemorrhage and subsequent patient outcome could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.